Event description:
It was found that the belt track on the track roller was broken due to being worn, which could effect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.